Event description:
It was reported that the device was explanted and replaced prophylactically as it is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.